Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual inspection revealed no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The missing section of the tip material was measured, and no issues were noticed. The no problem detected code was selected for the reported allegations. The allegations were unable to be confirmed, and no evidence or abnormalities were observed during the analysis. No further escalation required.

Event description:
During a pulse field ablation procedure, a farawave catheter was selected for use. Upon expansion, the catheter tip failed to adhere properly. The device was replaced, and the procedure was completed without any complications for the patient. The catheter has been received at boston scientific's post market laboratory. Furthermore, additional information revealed foreign material was observed on the tip of the catheter.

Event description:
During a pulse field ablation procedure, a farawave catheter was selected for use. Upon expansion, the catheter tip failed to adhere properly. The device was replaced, and the procedure was completed without any complications for the patient. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. Furthermore, additional information revealed foreign material was observed on the tip of the catheter.